Event description:
On (B)(6) 2010, pt reported that infusion device display was damaged. Some of the pixels on the display screen were affected, and pt was unable to see the number in the "tens" position when attempting to deliver bolus. There were no scratches on the display and no physical damage to exterior of infusion device. Infusion device was not dropped or exposed to water insulin ingress. Pt was using the correct type of battery. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.